Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, wear abrasion, and flat creases. A leak test and microscopic analysis were performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening on the side of patch/shell bond edge assessed as an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.